Manufacturer narrative:
(B)(4). Date sent: 08/24/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  "This file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: in the event it was reported that this issue was the same as the past 4 cases. Please confirm that these are the reported 4 cases mentioned: (B)(4). No further information is available. Does the surgeon believe there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? No further information is available. If yes, why? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No further information is available. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? No further information is available. If so, please describe the shape and location. Was a leak test performed? No further information is available. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. No further information will be provided."

Manufacturer narrative:
(B)(4). Date sent: 06/11/2021. Additional information was requested, and the following was received: the donuts were created properly, and the washer was cut. The trans anal drainage has been placed, and it was a minor leakage so that no reoperation was performed. The patient¿s condition is stable.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? If yes, why? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic anterior resection, the patient had a fever 3days after the surgery. A CT was taken, and it was confirmed the staples were deployed properly. 4 days after the surgery, the fever was gone. 5 days after the surgery, the patient had a fever again and had a stomachache too. A CT was taken again, then it was found the staples at 1/3 of the right side of the anastomosis site on the patient¿s left side were missing; minor leak. The reoperation was not performed because the drainage was placed. The device was used between the colon and the rectum with single stapling technique. No further information is available.